Event description:
Boston scientific received information that the patient with this implantable cardioverter defibrillator (ICD) had a ventricular tachycardia in the ventricular fibrillation (vf) zone at a rate of 283 beats per minute (bpm). It was noted that quick convert was not programmed on. The patient had another episode in the vf zone with a rate of 211 bpm which quick convert was delivered followed by shock therapy. It was noted that the patient was syncopal during this episode. A technical services (ts) consultant was contacted regarding this issue and discussed how detection and quick convert algorithms work. Ts also discussed charge time measurements for shocks and indicated charge times will be longer if higher energy is required. It was also discussed that quick convert cannot be delivered for rates greater than 250 bpm and that the syncope could be related to hemodynamics. No further adverse patient effects were reported.

Manufacturer narrative:
Our records indicate this device remains implanted. If additional information is received, this report will be updated.

Event description:
Additional information indicated that this device was explanted and returned for analysis.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the device was performed. A visual inspection of the device header and case noted no anomalies. The device was then exposed to simulated heart load conditions, and the pacing and sensing functions were tested. The device operated appropriately with no interruptions in therapy output or programmer communication at the returned programmed settings. A series of electrical tests were also performed, and again, normal device function was observed.